Event description:
A report was received that the patient's ipg exhibit premature battery depletion. The patient will undergo battery replacement.

Event description:
A report was received that the patient's ipg exhibit premature battery depletion. The patient will undergo battery replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was reportedly doing well following the procedure. The physician suspected device malfunction. Device evaluation indicated that the ipg passed visual, performance and photographic imaging tests performed. The complaint of difficultly charging was confirmed. Sleep current was slightly out of the expected range. Depletion rate was higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital integrated circuit (ic) section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in glop top which makes test points inaccessible, and troubleshooting to specific component level is not possible.